Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling procedure. The patient age was reported to be over 18. According to the complainant, during the procedure, one of the blue dilator tubes detached from the mesh sleeve while the physician was pulling it out of the patient's abdomen. This occurred on the first side of implantation. The physician removed the detached dilator and the rest of the device manually and with clamps. The physician completed the procedure with another advantage sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."